Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed an alert that indicated right ventricular automatic threshold (rvat) were detected as greater than programmed amplitude or suspended. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed stored atrial tachy response (atr) episodes in the logbook. Further review of the atr events showed atrial fibrillation (af) events with undersensing and noise on the atrial channel. Ts provided programming optimization recommendations. No adverse patient effects were reported. This crt-p and ra lead remain in service.